Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. The cause of death was unknown. It was not reported if an autopsy was performed. The nurse declined to provide additional information.

Manufacturer narrative:
(B)(4). As the death was not reported until after the device had been serviced, a complete device analysis could not be completed. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the patient passing away. Further evaluation could not be performed as the device had been sent for servicing prior to the reporting of this case. The cause of the death could not be determined. Should additional relevant information become available, a follow-up report will be submitted.